Event description:
It was reported that the 9600+ system c-arm will not boot and the c-arm vfd displayed all boxes. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Investigation identified that the sram card was corrupted. Reloaded the sram program files. The system was tested and found to be working as intended and placed back into service.